Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the pt was walking and felt something loosen up and tibia became painful. Patient came to clinic to have the broken strut on the lrf frame changed out for a new one.

Event description:
It was reported that the pt was walking and felt something loosen up and tibia became painful. Patient came to clinic to have the broken strut on the lrf frame changed out for a new one.